Event description:
Boston scientific received information that during a follow right atrial loss of capture was noted. A lead dislodgment was alleged. This lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.